Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, operating currents, selftest and off no power. No failed battery alarm noted. Unit received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 455 mg/dl and failed battery test. Customer declined troubleshooting for blood glucose levels. The insulin pump is expected to be returned for analysis.